Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 297 mg/dl. Customer declined troubleshooting for sore site. Customer was offered to replace the insulin pump. Customer did not treat for the current blood glucose level, but was the customer received a no delivery alarm. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.